Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient provided MRI which reported "describes suspected rupture of the right breast implant and small cyst (not device related).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture" and ¿hooked¿. Patient reports one of their prostheses is broken and reports ruptures and fissures for the right breast. Also the patient mentioned being very sad because the patient will have to stop breastfeeding child due to the surgery will have to perform. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "ruptures and fissures", "hooked", and "very sad because the patient will have to stop breastfeeding". The device remains implanted.